Manufacturer narrative:
E1: reporter phone number (B)(6). Date of event is estimated.

Event description:
It was reported the patient is experiencing ineffective stimulation due to high impedances. Surgical intervention may take place at a later date.